Event description:
It was reported that during an infusion set and cartridge change, the insulin cartridge fractured inside the ilet pump, leaving glass fragments that prevented the piston from rewinding and necessitated device replacement. Symptoms included hypoglycemia with shaking and sweating, and later hyperglycemia with body aches when the user was off the ilet and used a manual injection to correct. Outcomes included transient out-of-range glucose periods, including a low to 39 mg/dl for about one hour and a separate high for approximately seven and a half hours, without need for outside assistance or medical intervention. Investigation included review of device data and coordination for return and evaluation of the damaged pump and cartridge. Investigation of this case revealed a cracked cartridge with retained glass obstructing the pump mechanism, consistent with a device component failure of the cartridge and impaired piston movement. It was concluded, based on previously established findings for similar reports, that the cause was a failed cartridge leading to mechanical obstruction of the pump¿s drive system.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.